Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the broken knob assembly. It was noted that the output connector assembly and the upper case were broken with the encoder pushed inside of the device. It was noted there was one knob missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob control assembly. The epg was returned for service. There was no patient involvement.